Event description:
It was reported that the patient with spondylolisthesis underwent surgery for tlif at l4-5 with peek interbody device and competitor's posterior rod/pedicle screw fixation. Post-op the interbody device backed out and the patient underwent a revision surgery to remove and replace the device. During the revision, loosened pedicle screws were replaced. Reportedly the loosened fixation contributed to the interbody device migration.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the united states, however, a like device, part number 9393010, 510k number k094025, is approved for sale in the united states. The device or applicable imaging studies has not been returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.